Event description:
Ligasure 5mm blunt tip handpiece on field and in use. Surgeon was using instrument. Locking device of ligasure broke. No harm to the patient. Device taken off field and packaged to give to biomed.what was the original intended procedure?laparoscopic extended right colectomy.